Event description:
The reporter, recently hospitalized for renal failure and now cared for by a home health nurse, compared his surestep meter to her accuchek mater. The results were 270 mg/dl on the surestep meter and 82 mg/dl on the accuchek meter. It is unk what the pt's actual blood glucose was at the time of the test. There was no allegation of harm.